Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the pdu breaker tripping. Review of the system log files shows that the system was on emergency power. Troubleshooting action performed by fse shows that the breaker was tripped, and system was on ups power. Upon further investigation, fse found the actual cause of the issue was the fluctuation of the facilities power feed to the system. Fse reset the breaker and system power returned to normal. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the pdu breaker was tripping. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the pdu.